Event description:
The pt has two leads (from the same lot). It was reported the pt had fallen. Afterwards, the pt lost stimulation. Reprogramming was unsuccessful. An impedance check was performed and revealed no anomalies. The pt is scheduled to discuss the next course of action with her doctor.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.